Manufacturer narrative:
An event regarding shell loosening involving a trident shell was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection was not performed as the device was not returned. -medical records received and evaluation: insufficient information was received for review with a clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, pre- and post-operative x-rays as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly: on (B)(6) 2007 the patient underwent left total hip arthroplasty. It is further alleged that the patient experienced severe pain in her hip, had difficulty ambulating, that the system failed and became detached causing patient to undergo revision surgery. (B)(6) 2015: legal advised that the event appeared to be related to cup loosening.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the filing of a lawsuit that allegedly: on (B)(6) 2007 the patient underwent left total hip arthroplasty. It is further alleged that the patient experienced severe pain in her hip, had difficulty ambulating, that the system failed and became detached causing patient to undergo revision surgery. (B)(6) 2015: legal advised that the event appeared to be related to cup loosening.